Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient¿s pump has had multiple motor stalls and recoveries with 3 in the past month. The first was 12/7 at 3:38 am and it recovered at 4:02 am. The second was on 12/20 with a stall at 4:25 am and recovery at 4:33 am. The third was yesterday at 8:57 am and recovered at 9:49 am. The caller stated that the patient has not had any MRI¿s since implant. The agent reviewed typical causes of motor stalls and the caller confirmed that the patient did hear pump alarm when the stalls were occurring. The patient was not experiencing any symptoms or therapy problems associated with the stalls. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the cause of the stalls is unknown. The patient has been made aware it could be an environmental factor causing the stalls and recovery and then to notify the physician if it happens again. The pump has been checked and the pump has recovered. At this point the patient/family was aware and will report if this happens again. If a stall happens again the pump will be replaced and returned to medtronic for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.